Manufacturer narrative:
(B)(6). (B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during an angioplasty treatment procedure, a balloon rupture occurred. The 90% stenosed target lesion was located in the calcified and moderately tortuous anterior tibial artery. The physician advanced the 3.0 x 60 x 135 cm sterling mr balloon to the lesion and on the first inflation, inflated the balloon to 12atm, second inflation to 12 atm, third inflation to 12 atm, 4th inflation to 14atm, 5th inflation to 14atm. Upon the 6th inflation to 14atm, the balloon ruptured. The procedure was completed with another of the same device. The patient status was recorded as good and there were no reported patient complications.